Manufacturer narrative:
Device analysis: the hawkone device was received for evaluation. No ancillary device or images were returned with the device. The device was removed for visual inspection. The hawkone was returned without the cutter driver. The distal flushing tool (dft) was covering the distal assembly. The dft was moved proximally. Inspection of the distal assembly revealed biological material within the distal assembly. The cutter was returned advanced approximately 1.4cm distal to the cutter window. Microscopic inspection verified that biological material was located around the cutter. A hawkone cutter driver from the lab was connected to the returned hawkone device and the device was successfully activated. The cutter was able to be retracted into the cutter window. Microscopic inspection of the cutter revealed no anomalies. The cutter was attempted to be advanced; however, the cutter was unable to fully advance within the distal housing. The cutter was able to advance approximately 1.4cm distal to the cutter window. The distal assembly was flushed/cleaned. The cutter was attempted to be advanced again; however, the device could only advance 1.4cm. The device was soaked for 24 hours. The cutter was attempted to be advanced after soaking. The cutter was able to advance approximately 1.4cm distal to the cutter window. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician used a hawkone device with a 6frx45cm sheath and non-medtronic guidewire during treatment of a 450mm plaque, long complete total occlusion in the patients proximal, mid and distal superficial femoral artery and popliteal artery. Vessel diameter reported as 5mm. Moderate tortuosity and calcification are reported. IFU was followed, device prepped without issue. Pre-dilation was not performed. It is reported that after multiple cuts the physician was unable completely engage/retract thumb switch. The device was removed and cleaned. Issues were still experiencing when trying to engage the thumb switch. The battery pack was removed and reattached without change. A new hawkone device was used with the same battery pack to complete the procedure.